Event description:
The biomed is reporting the v60 is displaying machine pressure sensor autozero failed after replacing the flow sensor assembly. The customer reported that the unit was not in use on a patient. The issue was discovered during performance verification test (pvt). The customer contacted product support and the biomed has confirmed diagnostic code 1109 in the significant event log. The proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised. Customer called back on a v60 repair. He has an error message machine pressure sensor auto zero failed. Prior to this repair he replaced the flow sensor assembly due to flow accuracy issues. During the pvt, he noticed the unit failed with a code 1109. He replaced solenoid 2 and 4 which were taken out of the original flow sensor assembly to solve the issue. He ran the unit for close to an hour and had no issues. The biomed is reporting replacing the v60 solenoid valves corrected the issue, and the unit has been placed back into service. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications. The cause of the reported issue was the solenoid valves failure.